Event description:
It was reported that the patient experienced difficulty turning the luer connector to lock the cartridge in the ilet, but the connector eventually turned and locked, and an alternate luer connector then operated normally, allowing completion of the supply change without further assistance. Symptoms included no change in blood glucose levels. Outcomes included no clinical impact and no need for medical care. Investigation included troubleshooting and education provided by support. Investigation of this case revealed that the initial connector exhibited resistance during attachment, while a second connector functioned as intended. It was concluded that the event was related to a connector attachment difficulty that was resolved by using an alternate connector, with the device functioning as designed thereafter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.